Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was 162 mg/dl at the time of the incident. The customer stated that even after two attempts to rewind the insulin pump, the load reservoir did not exit and the insulin was overflowing at the end of the connector. The customer stated they were unable to exit the load reservoir process. The customer did not receive the complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly noted. (B)(4).